Manufacturer narrative:
Findings: unit was received with no manufacture mode noted. Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, cracked case at corner of the belt clip rails, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called and reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. Customer's mother stated that some parts are starting to come off. Noticed this 2 days ago. The clear ring where the reservoir goes in is missing and further down in the reservoir the o-ring looks like it's coming off. The lcd is scratched up and hard to read customer's mother states the pump has cosmetic damage, the damage to the insulin pump was not caused by a vehicular accident, the infusion set does not show signs of damage, the reservoir does not show signs of damage. Advised to discontinue use of insulin pump and to revert to the back-up plan the insulin pump will be returned for analysis.